Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and verified a leaking drive manifold. The fse replaced the manifold drive assembly. The iabp unit passed all calibration, functional and safety tests performed. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during a preventive maintenance (pm) performed by the customer, the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold leak test. There was no patient involvement; thus, no adverse event was reported.